Event description:
It was reported that the customer's blood glucose was at 460 mg/dl. The customer treated with manual injection. The customer also received a battery out limit alarm after the battery was out of his insulin pump for longer than allowed by the pump. It was explained this is normal insulin pump behavior. The cusomter declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).